Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to faulty force sensor. Insulin pump was unable to verify motor error alarms due to prime alarms. Insulin pump was unable to confirmed error alarm due to erased history file. No unexpected no reservoir alarms noted. Insulin pump received with cracked case at display window corners, cracked reservoir tube lip and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reports that customer received a motor error alarm during bolus delivery. Customer's blood glucose was 266 mg/dl. While troubleshooting, customer received other alarms. Customer was advised that insulin pump would need to be replaced. No further information provided.